Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the device had herniated through the patient's abdomen for the third time and that the patient had previously undergone reconstructive and omentum flap surgery. The hospital made a decision to replace the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains hospitalized and is ongoing with the manufacturer's lvad with no further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.